Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received multiple inappropriate high voltage therapies due to noise on the right ventricular lead. A decrease in pacing lead impedance and lead fracture were also noted. The lead was capped and replaced. The patient was stable after the event.

Manufacturer narrative:
A partial lead with the connector pin measuring 32.4cm was returned for analysis. External insulation abrasion was noted at 25.3-26.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating as abraded at this location, consistent with the field observation of noise, inappropriate therapy, and low pacing lead impedance.